Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The procedure was performed to treat the in-stent restenosis of a 6 x 120mm non-bsc stent. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left superficial femoral artery. The physician used to treat the target lesion with plain old balloon angioplasty using a 6.0 x 40mm/75cm mustang balloon catheter. The balloon ruptured during 1st inflation at 10 atmospheres. There was no kink prior to use and no resistance during the procedure. The balloon was removed intact. The procedure was completed with a 5×40mm/75cm mustang balloon catheter. No patient complications were reported and the patient status is good.